Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going .

Event description:
Country of complaint: china . It was found the needle and suture were separated after opened the package/at the beginning of suture operation.

Manufacturer narrative:
Samples received: 4 unopened and 2 opened pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 3 closed and 2 open samples (unused). One of them with the needle detached from the thread and the thread still wound on the pack. The thread end from the needle attachment has been checked and it has been determined that it was not introduced deep enough in the needle. See pictures attached. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.91 kgf in average and 0.76 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Taking into account that no other customer complaints have been received concerning this issue for this code batch we consider that these are isolated units. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.